Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Most likely underlying root cause: mlc-063: damaged during transit. Note: manufacturer made contact with the pharmacy on 01-feb-2022 pharmacy called back and advised that they received the prepaid envelope to send back the opened vial of strips and was asking questions regarding the replacement/refund for the pharmacy for the vial that was given to the customer. Advised that they need to go through their distributor (amerisource bergen) for refund/replacement. Caller satisfied. Note: on (B)(6) 2022 pharmacy, demetri stated they did receive the prepaid envelope and also the test strips.

Event description:
Consumer reported complaint for open vial. Pharmacy is calling on behalf of the customer. The box sealed when customer purchased / received but the customer indicated the vial was open. No tests were performed using the vial. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.